Event description:
The event logs of all ventilators in the picu were checked because one was found to have been shutdown and turned back on while on the patient. It was found that this patient's ventilator event log had registered a system shutdown, system startup and ventilator start.